Event description:
A health care professional reported with a description of defective intraocular lens (iol). Additional information has been requested and received stating the lens was damaged by the injector while injecting. There was patient contact and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in b.5. And h.6. Correction: on initial MDR the evaluation FDA patient event code of f24 was an error. It should have been f 26 on the original MDR the manufacturer internal reference number is: (B)(4).

Event description:
The iol was explanted during initial procedure.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of lens damaged by injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).